Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the white powdery substance on the endoscope reprocessor was use of chemical solution not approved for the device. The event can be detected/prevented by following the instructions for use which state: operation manual 3.5 inspecting the remaining quantity of detergent, and preparation installation manual 4.11 addition of the detergent (this procedure is not applied when using disposable tank). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported that a chemical solution not approved for the endoscope reprocessor was used. The customer had observed and wiped the equipment after use and the white powdery substance was likely related to the chemical solution.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there are white powdery substances on the inside of the cap of the washing and disinfection machine and in the disinfection solution tank within the reprocessor. The issue occurred during reprocessing. There was no report of patient involvement.